Manufacturer narrative:
(B) (4). Investigation is still in progress and a supplemental will be submitted. Following this complaint and two hours after reporting this complaint, biosense webster field service engineer was on site to test the system which was confirmed to be working within specifications. The customer was using a refstar plus patch with the carto rmt system which is not approved.

Event description:
The pt was being treated for a scar-related atrial flutter along a line from the atriotomy site on the lateral wall of the right atrium to the lateral tricuspid valve using a carto rmt where a thermocool catheter was being manually manipulated by the physician. During the mapping ablation phase, the carto displayed an hour glass on the monitor screen over the map and the catheter could not be visualized in realtime or points acquired for a brief period. There were about 260 points at that time. This has been an ongoing issue for this carto system. When the screen unfroze, the catheter had migrated a few millimeters off on the av node. The physician had also noted during the last 3-4 point burns, the ablation points landed higher than where the icon was located. The pt developed complete heart block due to the catheter ablating the av node as the catheter position display on carto was erroneous. The pt had an existing back up implanted pacemaker existing, but is pacemaker dependent after the event. The physician had stated that the pt had heart surgery in the early 1960's for atrial septal defect.